Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was broken. It was also noted that the upper and lower cases were broken, the battery release was contaminated, one bail cover was broken, one case screw was missing, the lead flex cover was contaminated, the battery contacts were compressed, the keyboard was scratched, the main printed circuit board (pcb) was out of sp ecification, the encoder flex was out of electrical specification and the heart lead flex was corroded.

Event description:
It was reported that the external pulse generator had a broken liquid crystal display (lcd). The generator was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.